Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian artery using an indigo system aspiration catheter 7 (cat7) and an indigo system separator 7 (sep7). During the procedure, the physician noticed that the sep7 would not advance past the distal end of the rhv. Therefore, the rhv and the cat7 were removed. It was reported that the distal end of the rhv was damaged and it would not screw straight to the cat7. The procedure was completed using a new cat7, a new rhv and the same sep7. There was no report of an adverse effect to the patient.